Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 2mm inaccuracy to the patient's left. This was identified when checking accuracy at a lateral canthus after completing tracer registration using a registration probe. Approximately 30-45 minutes later in the procedure, accuracy was checked at the same landmark, with the same instrument, and the navigation system was accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. 08/25/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Patient information provided.a medtronic representative confirmed that the system was fully functional and reported that the system has been used several times without any further issues.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information. The most likely cause was user technique since the behavior could not be replicated in subsequent cases and the system was found to be fully functional.